Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. It was also noted that the helix would not deploy.